Event description:
When the catheter was positioned on the lesion, operator released the liquid to swell the balloon, but this liquid leaked out from hub. So it was impossible to complete the intervention with this device. When surgeon removed the delivery system and its relative stent from pt, he noticed that liquid leaked out through the hub, because it was cracked. So he used a new catheter to carry out this operation. There was no damage to the package/box and were no anomalies noted prior to use.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.